Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer and assisted in troubleshooting, determining that the allura system could not boot up because the boot device was not selecting the hard disk drive (hdd). A philips field engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting by the fse, involving checking the user supply photo, determined that the user had not selected the hdd for the boot device. Analysis of the system log files indicated that the host-pc would not start up. After the user changed the boot device to the hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system could not boot up. The device was outside of clinical use. No harm was reported. Philips has started an investigation of the complaint. A follow up report will be submitted when further information is received.